Manufacturer narrative:
REPORTING QUARTER: OCTOBER 1, 2024 TO DECEMBER 31, 2024: REPORT SOURCE: OTHER; ACC/NCDR CATHPCI REGISTRY. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). NO NEW RISKS OR INCREASE IN ADVERSE EVENT RATES WERE IDENTIFIED WITH RESPECT TO THE AGENT DCB DEVICE BASED ON THE DATA RECEIVED FROM THE ACCF CATHPCI NCDR. THERE ARE NO CHANGES IN BENEFIT/RISK OF THE AGENT DCB DEVICE, WITH RESPECT TO COMPLAINTS RESULTING IN SERIOUS INCIDENTS. PER INTERNAL PROCESSES, BSC REGULARLY CONDUCTS CLINICAL TRIAL SAFETY REVIEW (CTSR) MEETINGS TO ASSESS AND DISCUSS CLINICAL DATA INPUTS (INCLUDING, BUT NOT LIMITED TO SAFETY TRIGGER, UADES/USADES, SERIOUS (PUBLIC) HEALTH THREATS, ADVERSE EVENTS, AND DEVICE DEFICIENCIES). THE TRANSFERRED NCDR EVENT DATA ARE ASSESSED FOR ESCALATION AT REGULAR INTERVALS DURING CTSR MEETINGS AND MEASURED AGAINST SAFETY TRIGGERS GENERATED FROM HISTORICAL DATA (AGENT IDE DCB ARM). A SUPPLEMENTAL MDR WILL BE SUBMITTED TO PROVIDE ADDITIONAL CONTEXT ONCE THE INTERIM POST MARKET APPROVAL STUDY REPORTS ARE COMPLETED.

Event description:
AGENT PAS REGISTRY: SERIOUS INJURY EVENTS FOR 8 PATIENTS: CARDIOGENIC SHOCK - 1, CARDIAC ARREST - 3, ISCHEMIC STROKE - 1, MYOCARDIAL INFARCTION - 1, CORONARY ARTERY PERFORATION - 1, CORONARY ARTERY DISSECTION - 1. BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR THE AGENT DCB DEVICE REPORTED IN THE ACC AGENT PAS REGISTRY. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, DATA IS ANONYMIZED BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE REGISTRY DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
REPORTING QUARTER: OCTOBER 1, 2024 TO DECEMBER 31, 2024: REPORT SOURCE: OTHER; ACC/NCDR CATHPCI REGISTRY. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). NO NEW RISKS OR INCREASE IN ADVERSE EVENT RATES WERE IDENTIFIED WITH RESPECT TO THE AGENT DCB DEVICE BASED ON THE DATA RECEIVED FROM THE ACCF CATHPCI NCDR. THERE ARE NO CHANGES IN BENEFIT/RISK OF THE AGENT DCB DEVICE, WITH RESPECT TO COMPLAINTS RESULTING IN SERIOUS INCIDENTS. PER INTERNAL PROCESSES, BSC REGULARLY CONDUCTS CLINICAL TRIAL SAFETY REVIEW (CTSR) MEETINGS TO ASSESS AND DISCUSS CLINICAL DATA INPUTS (INCLUDING, BUT NOT LIMITED TO SAFETY TRIGGER, UADES/USADES, SERIOUS (PUBLIC) HEALTH THREATS, ADVERSE EVENTS, AND DEVICE DEFICIENCIES). THE TRANSFERRED NCDR EVENT DATA ARE ASSESSED FOR ESCALATION AT REGULAR INTERVALS DURING CTSR MEETINGS AND MEASURED AGAINST SAFETY TRIGGERS GENERATED FROM HISTORICAL DATA (AGENT IDE DCB ARM).

Event description:
AGENT PAS REGISTRY: SERIOUS INJURY EVENTS FOR 8 PATIENTS: CARDIOGENIC SHOCK - 1. CARDIAC ARREST - 3. ISCHEMIC STROKE - 1. MYOCARDIAL INFARCTION - 1. CORONARY ARTERY PERFORATION - 1. CORONARY ARTERY DISSECTION - 1. BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR THE AGENT DCB DEVICE REPORTED IN THE ACC AGENT PAS REGISTRY. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, DATA IS ANONYMIZED BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE REGISTRY DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
REPORTING QUARTER: OCTOBER 1, 2024 TO DECEMBER 31, 2024. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU).

Event description:
AGENT PAS REGISTRY. SERIOUS INJURY EVENTS FOR 8 PATIENTS: CARDIOGENIC SHOCK - 1. CARDIAC ARREST - 3. ISCHEMIC STROKE - 1. MYOCARDIAL INFARCTION - 1. CORONARY ARTERY PERFORATION - 1. CORONARY ARTERY DISSECTION - 1. BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR THE AGENT DCB DEVICE REPORTED IN THE ACC AGENT PAS REGISTRY. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, DATA IS ANONYMIZED BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE REGISTRY DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Event description:
ï»¿Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;19091967,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"Reported Events: Intra/Post-Procedure EventsCardiogenic Shock;The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Diabetes mellitus, dyslipidemia, hypertension;White, not hispanic or latino",75,Male,,2024,,E233601,F24,A24,G07001,B17,C19,D1001,,4;19092037,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"Reported Events: Intra/Post-Procedure EventsCardiac Arrest;The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Cerebrovascular disease, diabetes mellitus, dyslipidemia, hypertension;White, Hispanic or Latino ethnicity",68,Female,,2024,,E0602,F24,A24,G07001,B17,C19,D1001,,4;19092057,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"Reported Events: Intra/Post-Procedure EventsCardiac Arrest;The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Cerebrovascular disease, dyslipidemia, hypertension;White, not Hispanic or Latino",74,Male,,2024,,E0602,F24,A24,G07001,B17,C19,D1001,,4;19092086,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"Reported Events: Intra/Post-Procedure Events Ischemic Stroke;The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Diabetes mellitus, dyslipidemia, hypertension, myocardial infarction;White, Not Hispanic or Latino",81,Male,,2024,,E013302,F24,A24,G07001,B17,C19,D12,,4;19092120,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"Reported Events: Intra/Post-Procedure EventsCardiac Arrest;The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Diabetes Mellitus;White",71,Male,,2024,,E0602,F24,A24,G07001,B17,C19,D1001,,4;19092154,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"It was reported that the patient experienced an Intra/Post-Procedure Event of Myocardial Infarction.;The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Hypertension, myocardial infarction;Not Hispanic or Latino",62,Male,,2024,,E061202,F24,A24,G07001,B17,C19,D12,,4;19121901,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"It was reported that the patient experienced an Intra Procedure Coronary Artery Perforation.The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Cerebrovascular disease, Chronic lung disease, Diabetes mellitus, Dyslipidemia, Hypertension, Myocardial Infarction, Peripheral arterial disease;Not Hispanic or Latino",69,Male,,2024,,E0511,F24,A24,G07001,B17,C19,D12,,4;19121974,1/1/2024,1/15/2025,10/16/2024,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,NA,Unknown,P230035,10/16/2024,IN,"It was reported that the patient experienced an Intra Procedure Coronary Artery Dissection.The following event, based on data from the Agent PAS Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because Agent PAS Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the Agent PAS Registry.","Q4 2024;Due to Safe Harbor deidentification rules with the Registry data owner (ACCF), data in the Event Date field is limited to the year only. January 1 of the given year was used to capture this.;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU). No new risks or increase in adverse event rates were identified with respect to the AGENT DCB device based on the data received from the ACCF CathPCI NCDR. There are no changes in benefit/risk of the AGENT DCB device, with respect to complaints resulting in Serious Incidents. Per internal processes, BSC regularly conducts Clinical Trial Safety Review (CTSR) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, UADEs/USADEs, Serious (Public) Health Threats, Adverse Events, and Device Deficiencies). The transferred NCDR event data are assessed for escalation at regular intervals during CTSR meetings and measured against safety triggers generated from historical data (Agent IDE DCB arm).;;Impacts to Risk/Benefit Profile:;Publications of 0-30 days post-procedure event rates from the literature and national Swedish registry (SCAAR), as well as supplemental data on 2nd generation drug-eluting stents (where no data on AGENT or competitor DCB were available) have reported rates of all-cause death from 0 - 3.5% (Sources: 1,3,5). myocardial infarction from 0-1.7% (Sources: 1,3,5), TVR from 0-1.7% (Sources: 1,3,5), cardiac arrest from 0.2-2% (Sources: 1,2,3), all bleeding from 1.1-6.67% (Sources: 3,4,6), and stroke of 1.6% (Source: 5). Note: The reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature.;Overall, clinical outcomes through discharge from the AGENT PAS trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.8%), myocardial infarction (0.2%), TVR (0%), cardiac arrest (1.0%), all bleeding (0.8%) and stroke (0.2%), are within or lower than reported rates from analyses of similar national registries, published AGENT and competitor DCB literature, and thus are in-line with product performance and risk analysis expectations.;;Clinical Data Sources:;Clinical Trials, Registry Data, and literature;1. SCAAR Registry Report;2. CathPCI Registry (All PCI, Q4 2023 to Q3 2024);3. AGENT IDE Clinical Trial;4. AGENT Japan SV Clinical Trial and ISR substudy;5. AGENT ISR Clinical Trial;6. Zhang D, Sun Y, Liu X, et al. Long-Term Follow-Up After Treatment of Drug-Eluting Stent Restenosis and De Novo Lesions Using SeQuent Please Paclitaxel-Coated Balloons. Clinical Study. Angiology. May 2019;70(5):414-422. doi:10.1177/0003319718809423;;Total number of patients enrolled through the 12 month report milestone: 1919","Medical History: Dyslipidemia, Myocardial infarction;Not Hispanic or Latino",59,Male,,2024,,E0515,F24,A24,G07001,B17,C19,D12,,4;

Manufacturer narrative:
REPORTING QUARTER: OCTOBER 1, 2024 TO DECEMBER 31, 2024. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). NO NEW RISKS OR INCREASE IN ADVERSE EVENT RATES WERE IDENTIFIED WITH RESPECT TO THE AGENT DCB DEVICE BASED ON THE DATA RECEIVED FROM THE ACCF CATHPCI NCDR. THERE ARE NO CHANGES IN BENEFIT/RISK OF THE AGENT DCB DEVICE, WITH RESPECT TO COMPLAINTS RESULTING IN SERIOUS INCIDENTS. PER INTERNAL PROCESSES, BSC REGULARLY CONDUCTS CLINICAL TRIAL SAFETY REVIEW (CTSR) MEETINGS TO ASSESS AND DISCUSS CLINICAL DATA INPUTS (INCLUDING, BUT NOT LIMITED TO SAFETY TRIGGER, UADES/USADES, SERIOUS (PUBLIC) HEALTH THREATS, ADVERSE EVENTS, AND DEVICE DEFICIENCIES). THE TRANSFERRED NCDR EVENT DATA ARE ASSESSED FOR ESCALATION AT REGULAR INTERVALS DURING CTSR MEETINGS AND MEASURED AGAINST SAFETY TRIGGERS GENERATED FROM HISTORICAL DATA (AGENT IDE DCB ARM). IMPACTS TO RISK/BENEFIT PROFILE: PUBLICATIONS OF 0-30 DAYS POST-PROCEDURE EVENT RATES FROM THE LITERATURE AND NATIONAL SWEDISH REGISTRY (SCAAR), AS WELL AS SUPPLEMENTAL DATA ON 2ND GENERATION DRUG-ELUTING STENTS (WHERE NO DATA ON AGENT OR COMPETITOR DCB WERE AVAILABLE) HAVE REPORTED RATES OF ALL-CAUSE DEATH FROM 0 - 3.5% (SOURCES: 1,3,5). MYOCARDIAL INFARCTION FROM 0-1.7% (SOURCES: 1,3,5), TVR FROM 0-1.7% (SOURCES: 1,3,5), CARDIAC ARREST FROM 0.2-2% (SOURCES: 1,2,3), ALL BLEEDING FROM 1.1-6.67% (SOURCES: 3,4,6), AND STROKE OF 1.6% (SOURCE: 5). NOTE: THE REPORTED RATES FROM THESE SOURCES OCCURRED FROM 0 TO 30 DAYS POST-PROCEDURE, AS PROCEDURE-ONLY TIMEPOINT DATA HAS NOT BEEN RECORDED IN THE LITERATURE. OVERALL, CLINICAL OUTCOMES THROUGH DISCHARGE FROM THE AGENT PAS TRIAL DATASET ALIGN WITH EXPECTATIONS DERIVED FROM PUBLISHED LITERATURE. THE DISCHARGE EVENT RATES FOUND IN THIS ANALYSIS FOR DEATH (0.8%), MYOCARDIAL INFARCTION (0.2%), TVR (0%), CARDIAC ARREST (1.0%), ALL BLEEDING (0.8%) AND STROKE (0.2%), ARE WITHIN OR LOWER THAN REPORTED RATES FROM ANALYSES OF SIMILAR NATIONAL REGISTRIES, PUBLISHED AGENT AND COMPETITOR DCB LITERATURE, AND THUS ARE IN-LINE WITH PRODUCT PERFORMANCE AND RISK ANALYSIS EXPECTATIONS. CLINICAL DATA SOURCES: CLINICAL TRIALS, REGISTRY DATA, AND LITERATURE. 1. SCAAR REGISTRY REPORT. 2. CATHPCI REGISTRY (ALL PCI, Q4 2023 TO Q3 2024). 3. AGENT IDE CLINICAL TRIAL. 4. AGENT JAPAN SV CLINICAL TRIAL AND ISR SUBSTUDY. 5. AGENT ISR CLINICAL TRIAL. 6. ZHANG D, SUN Y, LIU X, ET AL. LONG-TERM FOLLOW-UP AFTER TREATMENT OF DRUG-ELUTING STENT RESTENOSIS AND DE NOVO LESIONS USING SEQUENT PLEASE PACLITAXEL-COATED BALLOONS. CLINICAL STUDY. ANGIOLOGY. MAY 2019;70(5):414-422. DOI:10.1177/0003319718809423. TOTAL NUMBER OF PATIENTS ENROLLED THROUGH THE 12 MONTH REPORT MILESTONE: 1919.

Event description:
AGENT PAS REGISTRY. SERIOUS INJURY EVENTS FOR 8 PATIENTS: CARDIOGENIC SHOCK - 1. CARDIAC ARREST - 3. ISCHEMIC STROKE - 1. MYOCARDIAL INFARCTION - 1. CORONARY ARTERY PERFORATION - 1. CORONARY ARTERY DISSECTION - 1. BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR THE AGENT DCB DEVICE REPORTED IN THE ACC AGENT PAS REGISTRY. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, DATA IS ANONYMIZED BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE REGISTRY DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.